Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic for follow-up, chronically rising lead impedance and capture threshold were observed. The lead was explanted and replaced. There were no patient consequences.